Event description:
It was reported that the patient had an area of "tape exposure" which caused pain and dyspareunia. There was a "partial removal of the exposed part" on an unknown date. No additional patient complications were reported in relation to this event.